Event description:
Upon receipt of the device, the user reported the carton was mislabeled. The outside label read 500ahct, whereas, the actual device delivered was 500avhct. No other details regarding the nature of the event were provided. Since the event occurred upon receipt of the device, there was no patient involvement during this event.